Event description:
It was reported the physician was attempting an arthroscopic cuff repair using a speedscrew knotless implant. During the procedure, the screw broke at the flange. The implanted screw and broken pieces were removed with an extraction tool. As a result, the physician was forced to revert to a mini-open to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender were requested but not received.